Event description:
The customer reported that the pull tab and slider is damaged on both panels a & b . This was discovered while a patient was inside the canopy, but there was no patient injury reported.

Manufacturer narrative:
(B)(4). Device: zipper damage. Results: evaluation of the returned product found that on panel side b, the zippers slider body is open. Window side b, the insert pin is missing. Panel side d, the houdini clip is missing. (B)(4).